Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified and 90% stenotic lesion in a very tortuous mid rca. The procedure was completed with another device. No pt injures or complications were reported. Pt status is listed as "good".